Event description:
It was reported that the patient feels as though her ear is 'blocked', it clears then by itself, or when she pulls on her earlobe. This effect is also proved during audiometry. The blocked sensation can also appear through stress, but also from no visible cause. On occasion, the patient's impressions of sound are suddenly unbearably loud. The patient has observed this phenomenon for over one year. The situation has become worse lately.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.